Manufacturer narrative:
The account found there were three washers on the caster and there should only be two. He removed one of the washers to repair the bed.

Event description:
The account maintenance alleged when he engages the foot brake pads, the bed seems to have some braking, but the casters still touch the floor, and when he applies side pressure to the bed, the bed seems to move easier then he believes it should. He has replaced the bushings in the pivot arms and the brake lock colson but the issue returned.